Manufacturer narrative:
Block b3: exact date unknown, event occurred over a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was damaged and was not holding a charge after a non-device related procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.